Event description:
It was reported that the pt underwent a CT myelogram and dye was used. Stimulation was left on during the procedure. It was also reported that the pt was in a lot of pain at the location of the lead during the scan that felt like electricity. The pain went away once stimulation was turned off. Additional info has been requested from the hcp, but was not available as of the date of this report.